Manufacturer narrative:
Continuation of d10: product ID 8781, lot# 0219704956, implanted: (B)(6) 2020, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 14-feb-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving baclofen via an implantable pump for unknown indications for use. It was reported that after a pump replacement on (B)(6) 2023 the patient required prolonged hospitalization due to increasing spasms, progressively increasing in severity, with itching and increased sweating. The monitoring lab could not show any abnormalities. A sideport aspiration revealed smooth retrieval of liquor, alligned with a patent catheter. They increased the dose by 10% (1064.4 mcg daily, new refill date (B)(6) 2023). With this, there was an improvement in symptoms over several hours, but no complete clearance. Patient agreed that he was good for now. Two days after the dose increase the patient reported feeling of overdosed by baclofen it medication. The patient was limp and had nausea. The dose was reduced by 5%. The device was interrogated, a CT scan with contrast was performed and a sideport aspiration was performed all with normal results. The healthcare provider suspected intermittent obstruction. The patient was provided a programmer for the time when there is an occlusion.